Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the health of the sensor and the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology or early wear. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history or any possible calibration misalignment. After the re-link, the user was advised to continue using the system and to reach out if the discrepancies persisted. Per dms review, the user was using the system with up to date information.

Event description:
On april 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.